Event description:
Customer reported that while in use the alarm has no power. The alarm was tested with new batteries. There's no visible damage to the unit. There was no pt incident or injury reported. Eval for the returned product found the unit did power on and there's no alarm tone.

Manufacturer narrative:
(B)(4). Eval: results: eval for the returned product shows that when tested the alarm powered on and there was no alarm tone when pressure was taken off the sensor pad. Manufacturer references file 2010-01007.